Manufacturer narrative:
(B)(4): the device was not returned; therefore, an evaluation could not be conducted. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the process for priming secondary medication sets is difficult and sometimes the sets are unable to be primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.